Event description:
It was reported that directly following a spinal cord stimulator implant procedure, the clinical study patient experienced pocket sensitivity and the incision site grouped acute pain from the procedure. The patient was administered maximum doses of local anesthetic and IV sedation. The incision site has healed and the event has resolved.